Manufacturer narrative:
(B)(4). Method: the complaint rt265 circuits were not returned to fph for investigation. Photographs of the circuits showing the swivel and elbow components disassembled were provided by the fph field representative. Result: visual inspection of the photographs revealed that the elbow and swivel components were disassembled and there was no damage observed to either components. Conclusion: we could not determine why the swivel disassembled during use. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A medical center in (B)(6), reported to a fisher & paykel healthcare (fph) field representative that five rt265 infant dual heated evaqua2 breathing circuits each had a loose swivel connection at the patient end. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuits from the medical center to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that five rt265 infant dual heated evaqua2 breathing circuits each had a loose swivel connection at the patient end. This was observed prior to patient use.